Event description:
It was reported that the hub on a 2.75x15mm xience xpedition stent delivery system cracked during an unspecified procedure, requiring manipulation of the device to deploy the stent. There was no report of adverse patient sequela and no report of a clinically significant delay. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: the 2.75x15mm xience xpedition stent delivery system (sds) hub cracked during an obtuse marginal coronary artery stenting procedure. The crack was noted upon initial inflation attempt, when dye started leaking from the sds hub. For stent deployment, opsite tape was used to cover the crack.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Date of occurrence has been estimated. The device has been requested for return. It is currently unknown if the device is returning. A follow-up report will be submitted with all additional relevant information.